Event description:
An olympus employee reported the customer device had button sheared off in the control body, and after reprocessed, the button remains which prevents the brush from passing completely through the scope. Upon inspection and testing of the customer returned device, it was observed that the suction cylinder is clogged with foreign material. As it was not possible to identify when the foreign material has been attached to the suction cylinder. This report is being submitted for the malfunction found during evaluation. There was no reported harm to patient due to the event.

Manufacturer narrative:
According to the investigation: brush cannot be passed through suction cylinder, plastic distal end cover (c-cover) has minor dents and scratches, bending section cover (a-rubber) glue has crack, switch cut, low angulation, knobs play, and coloring on s-cylinder peeling off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material attached to the suction cylinder was likely from insufficient reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.